Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information received indicates that patient has effective therapy post revision.

Event description:
Additional information received indicates that surgical intervention took place on (B)(6) 2021 wherein the leads were explanted and replaced with new leads to address the issue.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturing number: 1627487-2021-14123. It was reported that the patients leads have migrated which is causing ineffective stimulation. As a result, surgical intervention may be pending to address the issue at a later date.